Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple cartridge alarms (cartridge alarm 25 - removed cartridge alarm) occurred with multiple cartridges after fill tubing. Also, a cartridge alarm 1 (no pressure change when expected) occurred after the supplies were changed. The customer loaded a new cartridge and there was no impact to the customer's blood glucose level.